Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and the video circuit board was replaced and the device function returned to normal. All functional and safety test were performed. The unit was delivered to the customer for use. No harm reported.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer, during routine maintenance of the cardiosave intra-aortic balloon pump (iabp), that a black screen occurred on the device. There was no patient involvement.